Event description:
An end users daughter reported that her father had urinary tract infection and was admitted to the hospital in (B)(6) 2014. The end users daughter stated she had called rescue because he appeared to have had a stroke, but they discovered it was a uti (urinary tract infection). The end users daughter could not remember the exact date of the incident. The end user was in the hospital for three days on intravenous antibiotics and was sent home with oral antibiotics, which have since been completed.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end users daughter stated they change his pouch every 8 days and she admitted he does not drink enough fluids. The end users daughter stated she does not clean the night drainage container set with any solutions other than water and changes the container out for a new one every three months. The end users daughter was educated on the importance of fluid intake, signs and symptoms for a uti (urinary tract infection). It was suggested the end user change the wafer pouch system twice a week and the ratio for cleansing the bottle with either bleach and water or vinegar and water was given. It was stated the end user has fully recovered. Wafer reference number is (B)(6). No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6), 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.